Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. High blood glucose level was 450 mg/dl. Customer had hematoma that caused high blood glucose. Unknown if customer was using insulin pump within 48 hours of reported of reported high blood glucose event. Troubleshooting steps were not mentioned and customer will continue the use of device.